Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to boot up. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and reloaded the software which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed as planned by rescheduling the treatment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log file did not show any host pc malfunction. During troubleshooting, the fse found that equipment room was over heated, and host pc was not consistently booting up. The fse replaced the host pc and reloaded the software. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.